Event description:
The customer's mother reported that when the pod was being removed, it was noticed that the cannula was no longer inserted in the customer's skin. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.